Event description:
The customer's family member reported that the pt was hospitalized for dka. It was indicated that the pump was broken and was not dropped. The contact stated that the pump had two different alarms, but the alarm history does not show any alarms. Also it was mentioned that during priming the bottom cover popped out. Troubleshooting was performed. The programming and histories on the pump were accurate. A fixed prime test was completed and the insulin exited.